Event description:
Report received of the ball valve in the drip chamber not sealing properly. The customer believes that "the ball is slightly deformed as a result of packaging or storage." The customer stated that visually the ball looks spherical and that the ball is floating properly when the drip is open. It was noted several times when the drip was completed that the ball rests in place but was not forming a seal. Therefore, air has gotten below the drip chamber. The anesthesiologist is able to remove the air via the stopcock. There were no reports of air entering pts. There were no reports of adverse pt effect. Add'l info was requested, but no further info was available.